Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose around 500 mg/dl at the time of incident. The customer stated that they had to change the reservoir and site. The customer's blood glucose was 152 mg/dl at the time of call. The customer stated that they also had high blood glucose around 400 mg/dl and treated with bolus. The insulin pump will not be returned for analysis.